Manufacturer narrative:
(B)(4). Date sent: 5/14/2020. Investigation summary the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the cartridge was received fully fired.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic lobectomy, when severing lung tissue after firing the device, the distal staples were malformed with irregular shapes and tissue oozing. To stop oozing, compression hemostasis was performed. There was no patient consequence reported. No additional information can be provided.